Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had moisture damage which was found on the lcd board. The device was received with scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call keypad anomaly and moisture damage on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer advised the insulin pump fell into the toilet and was exposed to water. Customer advised there was fluid under the lcd display screen and it appeared cloudy. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.